Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir contained air bubbles. The customer indicated they had high blood glucose but their blood glucose level at the time of the incident was unknown. Troubleshooting found that the pump passed the self test. No further details given.